Manufacturer narrative:
Initial and final MDR 1887171 - MDR 3003442380-2024-08296 - device 9 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion set was leaking at site event from (B)(6) 2024. The blood glucose level was 235 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.